Event description:
Approximately 17 months post cypher stent implant, the patient developed an acute myocardial infarction. Coronary angiogram was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration was conducted. A bare metal stent (3.0x30mm driver) was implanted in the cypher. Physician's comment: the possible cause of the thrombotic event was because the patient didn't take anti-platelet medicine. As of 11/30/2007, the patient was still hospitalized. The condition was stable. With regards to the initial cypher stent implantation, the stent to vessel sizing was 1:1 with good wall apposition of the stent. There was no dissection and no disease distal to the stent. There was 5000u of heparin administered during the procedure and gp2b3a's were not used.

Manufacturer narrative:
The procedure was an emergent case due to acute coronary syndrome. The target lesion was the proximal left anterior descending (lad). The vessel was a de-novo and concentric lesion. Lesion classification was type b1. The lesion length was 15mm and vessel diameter was 3.0mm. Pre-dilatation was conducted with a 2.75x20mm balloon at 6atms for 30seconds. A 3.0x23mm cypher sirolimus-eluting coronary stent was deployed at 16atm for 60seconds. Post-dilatation was conducted with a 3.5x15mm balloon at 18atm for 60seconds. Intravascular ultrasound (ivus) was conducted. The residual percent of stenosis was zero percent. Timi flow before the pre and post was iii, respectively. Activated clotting time (act) was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. The product remains implanted in the patient thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Any additional information will be submitted within 30 days of receipt.